Manufacturer narrative:
Combination product: yes.

Event description:
Pt had multiple unsuccessful shocks, brought in for dft and eventually received life vest. Today, we added a mdt subq coil and plugged into svc port to lower dft. This lead remains implanted.

Manufacturer narrative:
Combination product: yes the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.